Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced low blood glucose of 20 mg/dl. Troubleshooting found that the pump programming was accurate. Customer wanted to report the incident and also indicated that she had a prior episode of low blood glucose 1 month ago and emergency services were called. Customer was advised to monitor pump and blood glucose and to follow up if any further questions.